Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the annulus of the burr was misshapen. No issues were noted with the diamonds of the burr. During an attempt to wire guide the burr resistance was met in the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. A scratch test on the burr confirmed that the burr's cutting action met specifications. The catheter was attached to a test advancer and tug and connect/disconnect tests confirmed that there were no issues with the handshake connections. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states: "the rotablator advancer, rotalink" catheter and rotablator rotalink plus should be used prior to the expiration date indicated on the shelf box and tray lid label." (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the diamond coating came off the burr. Vascular access was obtained via the femoral artery. This 85% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. This 1.25mm rotalink¿ burr was selected and was advanced to the lesion. After burring through the calcified lesion at a speed of 150,000 rpm for certain duration of time, it was suspected that the diamond coating had chipped off. It was further reported that the burr was used many times and was unable to ablate the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the diamond coating came off the burr. Vascular access was obtained via the femoral artery. This 85% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. This 1.25mm rotalink burr was selected and was advanced to the lesion. After burring through the calcified lesion at a speed of 150,000 rpm for certain duration of time, it was suspected that the diamond coating had chipped off. It was further reported that the burr was used many times and was unable to ablate the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).